Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up, loss of capture was noted. X-ray revealed lead dislodgement. The lead was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.